Manufacturer narrative:
Previous stated: not enough viscoelastic was used during set-up and so the lens tore.corrected data: not enough bss was used during set-up and so the lens tore. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in a small vial with clear surgical residue/debris on product. Visual inspection found that a piece of haptic was torn and foreign material (clear residue) on lens surface. (B)(4).

Manufacturer narrative:
Patient weight-unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.0 diopter, into the patient's right eye (od), it tore/broke. The lens was implanted. This occurred on (B)(6) 2017. The surgeon states there was not enough viscoelastic used during setup and so the lens tore. An alternate lens was implanted during the same surgery and the problem was resolved. As of the date of MDR submission, the lens has not been returned for evaluation.